Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preventative maintenance, diagnostic messages indicated a failure of the backup battery charging circuit. The pump system remained fully functional; however, capability to recharge the back up batteries was not available. There was no adverse consequence to a pt as a result of this event.